Manufacturer narrative:
Pump seats immediately upon priming due to a corroded motor home switch. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive keypad due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not rewinding all the way. The customer reported insulin flow block alarm during fill tubing. The customer states the insulin did exit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.